Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 14 months after the dental implant and abutment were placed to the right of ada site 16 in the mouth, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reports that 14 months after the dental implant and abutment were placed to the right of ada site 16 in the mouth, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).